Event description:
As reported, no blood came out from the blood return indicator of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's body habitus was not morbidly obese. The device was later returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h2, h3, h6, and h11. This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, no blood came out from the blood return indicator of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's body habitus was not morbidly obese. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "bleed-back indicator bleed back issue absent" could not be confirmed. Procedural or handling factors may have contributed to the event reported. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, no blood came out from the blood return indicator of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's body habitus was not morbidly obese. The device will be returned for evaluation.

Manufacturer narrative:
As reported, no blood came out from the blood return indicator of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's body habitus was not morbidly obese. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted the functional analysis was conducted. Since the device was saturated with blood, it was cleaned by being immersed in an ultrasonic bath for fifteen minutes. The bleed-back signal was then determined using the simulated bench-top test model. During this process, water was expelled through the back bleed port, confirming the device¿s expected performance. In the microscopic analysis, it was detected that the device was saturated with blood. The internal mechanism was reviewed, specifically in the area of the back bleed port to the pi collar, and it was found to be saturated with blood. No anomalies were noted. There were no foreign particles noted, other than the expected blood saturation, demonstrating that flow was present. The customer complaint reported as ¿bleed-back indicator-bleed back issue-absent¿ was not confirmed. The functional analysis was performed, and the bleed-back signal was assessed using the simulated bench-top test model. During this process, water was expelled through the back bleed port, confirming the device¿s expected performance. Additionally, the unit was received fully deployed with the button fully depressed, indicating that the unit's functionality was correctly performed, reaching all three indicator window stages. The plug was also properly deployed, as it was not included in the shipment. Procedural and/or handling factors may have contributed to the reported condition, as the device showed no obvious manufacturing defects or anomalies that could have led to the reported issue. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Based on this analysis, it is suggested that the failure is not related to the manufacturing process. Therefore, no corrective actions will be taken at this time.